Manufacturer narrative:
Date of event: sometime between jan2006 and jul2017. Customer (person): phone: (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported in a literature article that a patient experienced a type 1a endoleak as well as a type 1b endoleak after placement of an unknown zenith flex device. Consequently, the patient required a secondary taa(a) open repair procedure. The literature article describes 44 patients that underwent a taa(a) open repair secondary procedure after previous endovascular therapy comprising tevar, evar, fenestrated evar, and tevar plus evar from jan2006 to jul2017. All patients "were included if in need of open surgical repair instead of endovascular re-intervention for a complication related to the primary endovascular procedure or for proximal or distal disease progression.¿ of these 44 patients, 9 were found to have had cook devices implanted. This report focuses on patient #39. All operations were performed at two locations of one cross border aortic center and routine clinical and radiological (cta) scans were performed at follow-ups. Specific patient history, pre-existing conditions, and procedural information for this patient is unavailable. Patient #39 originally had a post-dissection aneurysm, which was the indication for the primary endograft placed in the initial procedure. Following the implantation, the patient developed both type 1a and type 1b endoleaks. As a result, the patient underwent a taa(a) open repair to treat the endoleaks as well as chronic dissection. The proximal and distal landing zone for the device in the initial implant procedure were 9 centimeters respectively. No complications were reported. Following the secondary procedure, the patient died during a follow-up. The cause of death is currently unknown. There is no indication in the literature that this event caused or contributed to the patient's death at this time. The lead author of the article has stated that no further information is available. Keschenau, p. R., ketting, s., mees, b., barbati, m. E., grommes, j., gombert, a., ¿ jacobs, m. J. (2018). Editors choice ¿ open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy. European journal of vascular and endovascular surgery, 56(1), 57¿67. Doi: 10.1016/j.ejvs.2018.03.015.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation this complaint involves a patient who had an unknown device (possibly a tffb, esbe, esc, zaui, zsle, tfle or esle) placed due to a post-dissection aneurysm. The patient experienced a type 1a endoleak as well as a type 1b endoleak after the placement of an unknown zenith flex device. As a result, the patient underwent a taa(a) open repair to treat the endoleaks and chronic dissection. Following the secondary procedure, follow-up was conducted; however, it was reported that the patient died. The cause of death is currently unknown. There is no indication in the literature that this event caused or contributed to the patient's death at this time. It is unknown how long after the post-secondary procedure that the patient died. A review of documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be conducted as lot information was not provided by the facility. Each of the suspected devices (possibly a tffb, esbe, esc, zaui, zsle, tfle or esle) are one lot devices and therefore, there is no additional product in house or in the field. As there is objective evidence that the DHR was fully executed, there is no evidence to suggest the device was not manufactured to specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: indications for use: "the zenith aaa ancillary components with the z-trak introduction system are indicated for use with the zenith aaa graft during either a primary or a secondary procedure ni patients who have adequate iliac/femoral access compatible with the required introduction systems." Potential adverse events: o "endoleak" warnings and precautions: ¿ "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture." ¿ "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck) length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation site. Necks exhibiting these key anatomical elements may be more conducive to graft migration.¿ ¿ successful patient selection requires specific imaging and accurate measurements. ¿ "strict adherence to the zenith aaa graft ancillary components IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." ¿ "inaccurate placement and/or incomplete sealing of the zenith aaa graft ancillary components within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." ¿ "patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up." ¿ "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture." 4.6 molding balloon use: ¿ do not inflate balloon in the vessel outside of graft as doing so may cause damage to the vessel. Use the balloon in accordance with its labeling. ¿ use care in inflating the balloon within the graft in the presence of calcification, as excessive inflation may cause damage to the vessel. ¿ confirm complete deflation of the balloon prior to repositioning. Indications for use: ¿ "the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms." Warnings and precautions: ¿ ¿additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture.¿ ¿ ¿multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications.¿ ¿ ¿strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression.¿ ¿ ¿inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries.¿ ¿ ¿patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up.¿ 5.2 potential adverse events ¿ ¿aneurysm enlargement¿ ¿ ¿aneurysm rupture and death¿ ¿ ¿endoleak¿ imaging guidelines and postoperative follow-up: ¿12.6 additional surveillance and treatment: ¿ additional surveillance and possible treatment is recommended for: o aneurysms with type I endoleak. O aneurysms with type iii endoleak. O aneurysm enlargement, [greater than or equal to] 5mm of maximum diameter (regardless of endoleak status). O migration o inadequate seal length. ¿ consideration for re-intervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent re-interventions including catheter based and open surgical conversion are possible following endograft placement.¿ based on the information provided, no returned product and the results of our investigation, it was concluded that human anatomy likely caused the endoleak. It is feasible to suggest that the post-dissection aneurysm that remained chronic after placement continued to grow, resulting in less wall apposition and an inadequate seal at the proximal end of the graft. This conclusion is based on the patient¿s post-dissection aneurysm, which was the indication for the primary endograft. Information revealed that that dissection remained chronic and eventually required an open procedure to repair. The patient¿s cause of death is not known and there is no evidence to suggest that the device contributed to or caused the patient¿s death. Endoleak is a known inherent risk of this device. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.